Manufacturer narrative:
Manufacturer¿s ref. No (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 14-nov-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00751 and 3008114965-2023-00752. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the delivery wire of the concomitant stent remained inside the microcatheter. The microcatheter was visually inspected and no appearance of damage was found (i.e., no kinks bends or compressions). The microcatheter was flushed in order to try to remove the involved enterprise; however, a strong resistance was felt. Then, the microcatheter was dissected on the distal portion; dried clots, and residues of dried blood were found in the inner lumen. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. The issue reported regarding the microcatheter being obstructed was confirmed due to the findings mentioned above. The clots found inside the microcatheter suggest that an adequate flush was not maintained. According to the risk documentation, a continuous flush not maintained is a potential failure mode that can cause air in system or stagnant blood. Also, insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. With the information available and the evidence obtained from the returned device, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31032666) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instruction for use contains the following precaution: ¿ if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00751 and 3008114965-2023-00752. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during stent-assisted endovascular embolization procedure, the 4mm x 30mm enterprise 2 stent (encr403012 / 7442514) was impeded in the tip of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31032666) and could not pass through the microcatheter. The physician removed the microcatheter and the stent from the patient and switched to new devices to complete the procedure. There was no report of any negative patient impact. On 01-nov-2023, additional information was received. Per the additional information, the procedure was targeting a cerebral aneurysm (vessel location was not specified). When the stent was removed from the patient, it was still on the delivery wire. The stent / stent delivery system could not be inspected due to being stuck in the microcatheter. The replacement devices were another 4mm x 30mm enterprise 2 stent (encr403012) and another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) . Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) . The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31032666) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00751. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.